Event description:
It was reported that balloon rupture occurred. A 1.5 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilatation and was inflated twice at 12 atmospheres for 2 minutes. However, during the third inflation at 10 atmospheres for 2 minutes, the balloon ruptured. The procedure was completed with different device. No patient complications nor injuries were reported. It was further reported that the 100% stenosed target lesion with no significant bend was located in the mildly tortuous and severely calcified anterior tibialis artery.

Manufacturer narrative:
B5. Describe event or problem- updated.

Event description:
It was reported that balloon rupture occurred. A 1.5 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilatation and was inflated twice at 12 atmospheres for 2 minutes. However, during the third inflation at 10 atmospheres for 2 minutes, the balloon ruptured. The procedure was completed with different device. No patient complications nor injuries were reported.